Manufacturer narrative:
The device has not been returned to medtronic for evaluation.

Event description:
It was reported that the patient underwent surgery for implant of posterior fixation with dynamic rods. Sometime post-op, a rod failed and the patient underwent a revision surgery.